Event description:
It was reported that the patient faced infusion set leakage at the site event on (B)(6) 2026. The patient was experienced irritation.

Manufacturer narrative:
1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.